Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) and posterior wall isolation (pwi) procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after performing pvi and pwi with fara, hd grid was inserted into faradrive and mapping was performed. Thereafter, additional application to the bottom side of the posterior wall was considered, and the farawave was inserted into the faradrive, but an event occurred in which air was being continuously drawn in when flushing. Large amount of air bubbles was observed in the syringe. The guidewire was inserted in the farawave with the tip slightly protruding. Infusion pump 20ml/hr was used for the irrigation of sheath. The physician decided to discontinue the procedure as the posterior wall has already been isolated and there was no need to add any more. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.